Event description:
It is reported the patient is experiencing pain and an inability to walk.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. No device or photos were received; therefore the condition of the component is unknown. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. These devices are used for treatment. The investigation could not verify or identify any evidence of product contribution to the reported problem. A definitive root cause cannot be determined with the information provided. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.